Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issues were confirmed. The bending tube had a dent, and the ultrasonic probe was loose. The distal end was deformed. Due to a crack on the distal end, water tightness was lost. The adhesive on the bending section cover had a crack. The connecting tube had a scratch. The universal cord was dirty. The angle wires were stretched and becoming stretched. Due to a dent on the channel tube, the forceps and the channel cleaning brush could not be inserted smoothly. Due to deformation of the forceps elevator knob, the right/left knob could not be locked securely. Due to clogging of the nozzle, water removal ability did not meet the standard value. The light guide bundle had breakage, and the acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the distal end of the evis exera ii ultrasound gastrovideoscope was damaged. The olympus representative found the ultrasound probe was damaged/loose and the bending section had a dent. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a foreign material on the forceps elevator most likely due to a clogged nozzle from insufficient cleaning and/or handling problems. The specific root cause of the clogged nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: the issue was discovered during reprocessing.

Manufacturer narrative:
Additional information was received from the customer.